Manufacturer narrative:
(B)(4). Date sent: 01/31/2022. D4: batch # 312a80. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues experienced with the device during the initial procedure? What healthcare professional fired the device and what is his/her experience with the device? Was there any difficulty in attaching the anvil? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues with removal? If so, please explain. How many counter-clockwise revolutions of the adjusting knob were used to open the device? What is the current patient status?

Event description:
It was reported, the incident occurred in a patient who had been scheduled for a colostomy closure. During the procedure and use of the device no alterations and/or intraperitoneal bleeding were found and was sent for recovery. After that, the patient presented complications in his health, so he was transferred to the ICU where was performed a tomography scan in which the presence of a foreign component (stapler anvil) was detected. After evaluating the risk, it was decided to have the foreign body removed by a sigmoidoscopy which was successful and had no complications.